Manufacturer narrative:
(B)(4). Did the clips fall into the patient? If so how were the clips retrieved? ---yes. The fallen clips were retrieved through a trocar by a forceps. Which firing of the device did this event occur on? --- the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? --- the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. Did somebody other than the primary surgeon fire the instrument? If so, whom? --- the information was not provided from the hospital.

Event description:
It was reported that during a ladg procedure, the clips fell out from the jaws in a row when the clips were fed into the jaws automatically. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the eleven remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.